Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, v4a 1 experienced an empty pocket not detected on the bus. After a restart, the issue persisted. The cubie had been ejected, could not be accepted, and the system was unable to recover, resulting in the entire drawer failing. It was also noted that a 1x2 cubie had been missing, listed as v4a 1, drawer 4.1. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the empty pocket not detected on bus and drawer was failed. A field service engineer stated that drawer 4.2 was constantly failing and cubies were ejecting after multiple replacements, with a report indicating an excessive number of drawer failures. All drawers and cubies were tested in the hardware test application, and debris was removed from under the cubies. The station was powered down, and the controller board for drawer 4.2 was replaced. Damaged bumpers were found on drawers 4.1 and 4.2, so the drawer was removed and both bumpers were replaced. After returning the drawer to the station, the side panel of drawer 4.2 was opened due to a faulty cubie tray not accepting a cubie in pocket space a6, and the tray was replaced. The station was rebooted, and the customer tested drawer 4.2 with good results. The system functioned as intended after the field service engineer repaired the device.